Manufacturer narrative:
It was reported that event communicated through this MDR is in relation to patellar fracture which was communicated through MDR 1020279-2017-00694.

Manufacturer narrative:
Revision of right knee patella when the reported device was implanted ((B)(6) 2015) was reported on 1020279-2017-00692. The same procedure (B)(6) 2015 patient was implanted with zimmer 5876-10-19 patellar component. Other aes for this patient have been reported under 1020279-2017-00690 and 1020279-2017-00694.

Event description:
It was reported that patient was presented to emergency room with left leg swelling including calf, knee and thigh associated with warmness, hotness to swelling area and increasing pain - pain severe ache and throbbing. Also complains of chills light headiness and nausea and mild sob with exertion. Patient was found to have patellar approx one month ago. Event was marked as: cellulitis and hematoma systemic inflammatory response syndrome/sepsis. The event is marked at resolved on (B)(6) 2016.

Manufacturer narrative:
Correction based on event clarification received.two devices reported with therapy dates (B)(6) 2015 have been implanted in (B)(6) 2015 in patient's anatomy contraleral of swelling.